Event description:
An ocd lab specialist reported multiple positevely biased pt results for troponin I on the vitros eci system. No biased results were reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.